Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: no, device was not returned. Conclusion (unable to confirm complaint) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ain aq310ain 22.5 diopter preloaded injector on (B)(6) 2016. When handling the screw plunger, the reporter indicated that the rod of the device passed above the iol and the lens became cracked. There was no patient contact.